Manufacturer narrative:
The reported events of oversensing noise, high pacing lead impedance and lead damage were confirmed. As received, a partial lead was returned in two pieces. Visual examination found compressed lead body distal to the suture sleeve tie impression. X-ray examination showed that filars of the inner coil appears fractured in this location. The hi-pot test was performed and shorting was noted between the inner coil and ring electrode vectors. The lead was dissected and found the ptfe liner, inner coil lumen, and one ring electrode etfe cable were damaged and all filars of the of the inner coil were fractured consistent with clavicular crush damage. Scanning electron microscope was performed and verified all filars of the inner coil were fractured. The cause of the reported events was due to clavicular crush damage.

Event description:
During follow-up, noise resulting in oversensing and increased pacing impedance were observed on the right ventricular (rv) lead. X-ray imaging was performed and potential rv lead damage was observed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.